Event description:
Patient deceased [death] (B)(4) is a serious, spontaneous case received from a consumer via a regulatory authority in united states. This report concerns a patient of unknown age and gender who died during treatment with euflexxa (sodium hyaluronate) solution for injection 10 mg, unknown dose and route of administration, for an unknown indication from an unknown start date to an unknown stop date. It was reported that the patient was deceased on an unknown date. The patient died on an unknown date due to an unknown cause. Action taken with euflexxa was not applicable. At the time of this report, the outcome of patient deceased was fatal. Concomitant medication use and medical history were not reported. The event in the case was reported as serious. At the time of reporting the case outcome was fatal. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: unassessable. Other case numbers: case number, others = mw5076103.